Event description:
It was reported that while setting up the control module when they connected their st holster to the unit, the unit would not recognize the holster. The rep placed his demo holster onto the unit and continued to receive the error. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the vacuum vso system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.